Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was report that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose level of 1200 mg/dl with high ketones that were identified as life threatening by a healthcare provided. The customer declined to provide additional information regarding the issue and reverted to using a backup insulin pump.